Event description:
Information received indicates as follows: infusing gammunex and gammogard. Programming with variable rates: 15ml at 30ml/hr; 30ml at 60ml/hr; 90ml at 90ml/hr and 165 ml at 125ml/hr (not a certain on last variable). Total infusion volume is 300 ml. Pump is not infusing full 300 ml, always have 50 to 60 mls left. No overfill in medication bag allowed for. Having to overfill and reset values.

Manufacturer narrative:
No pump serial number is provided and no product is returned, unable to perform DHR review for pump.